Event description:
It was reported that at a follow-up appointment, the physician alleged that there was evidence of oversensed right atrial lead noise from this implantable pacemaker during an atrial tachycardia response (atr) episode. There was also evidence of undersensing during the atr. Provocative troubleshooting maneuvers were performed, which did not elicit any atrial lead noise. Additionally, this pacemaker's remaining battery longevity was noted to be less than half a year remaining, and physician will perform a surgical procedure to replace the device due to normal battery depletion in the upcoming weeks. In the meantime, the physician elected to reprogram the atrial sensitivity to resolve the event. At this time, this pacemaker remains implanted and in-service. No adverse patient effects were reported.